Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor's (icm) step pattern on the "ech" and electrocardiogram (ECG) baseline was trailing off the page. The icm remains in use. No patient complications have been reported as a result of this event.